Event description:
Customer reported the insulin pump alarmed unexpected restart. Customer's blood glucose was 227 mg/dl. The device also had an external ram crc error alarm. Customer was advised if the device alarmed again an external ram crc error alarm to call back. The unexpected restart did occur after a temp basal was programmed. Customer was advised the temp basal might have stopped and she would have to reprogram another basal. The device was not stored for a long period of time prior to alarm. A new battery was inserted before alarm occurred. This was the first time the device alarmed. Setting were verified and maintained. Customer was advised to monitor the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.